Event description:
It was reported that the patient underwent an unknown stent placement procedure in 2007. Post procedure, right femoral arterial hemostasis was achieved by perclose proglide without incident. However, the patient returned eleven days later, with the complaint of chest pain. On angiogram it was seen that the right femoral artery was completely occluded. Patient underwent the foxhollow procedure of the right femoral artery and "white thrombotic material with no string" was retrieved from the rfa closure site. No additional information available.